Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a contaminated response button switch. The root cause for the contaminated switch was ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had damaged response buttons.